Event description:
This case was reported via regulatory authority ansm (reference number: r1700291). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("constant abdominal pain") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required) and tendonitis ("tendonitis"). On an unknown date, the patient experienced fungal skin infection ("dermatological problems, i.e. Fungal infection") with pruritus generalised, arthralgia ("intense joint pain from head to toe"), menopause ("menopause 2 years after placement"), fatigue ("intense fatigue (examination normal)"), cystitis ("recurrent cystitis"), abdominal distension ("constant bloating"), constipation ("chronic constipation"), dyspareunia ("pubic pain during sexual intercourse"), dyspnoea ("breathlessness"), bradycardia ("bradycardia"), tachycardia ("tachycardia") with electrocardiogram abnormal and allergy to metals ("allergy to titanium, silver and cobalt"). The patient was treated with surgery (a total hysterectomy with bilateral adnexectomy was performed on (B)(6) 2017). Essure was withdrawn. At the time of the report, the abdominal pain, fungal skin infection, tendonitis, arthralgia, menopause, fatigue, cystitis, abdominal distension, constipation, dyspareunia, dyspnoea, bradycardia, tachycardia and allergy to metals outcome was unknown. The reporter provided no causality assessment for abdominal pain, fungal skin infection, tendonitis, arthralgia, menopause, fatigue, cystitis, abdominal distension, constipation, dyspareunia, dyspnoea, bradycardia, tachycardia and allergy to metals with essure. The reporter commented: strong desire for removal of inserts. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: electrocardiogram result was abnormalities. Allergy tests performed for titanium, silver and cobalt were positive abdominal plain film in (B)(6) 2016 (no results provided) pelvic MRI planned for (B)(6) 2016 because imaging difficult to interpret. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 978 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: ptc investigation result provided. On (B)(6) 2017: new event added and hysterectomy performed company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later had constant abdominal pain. Upon receipt further information, consumer informed that a total hysterectomy with bilateral adnexectomy was performed on (B)(6) 2017. This event is anticipated in the reference safety information for essure. Abdominal pain may have multiple causes, including gynaecological and non-gynaecological etiologies. In this particular case, consumer also had recurrent cystitis, which could be an alternative explanation for the pain. However, given the nature of the event constant abdominal pain, and positive temporal relationship, a contributory role of essure cannot be totally excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. No further information will be available, because health authority does not allow active follow-up.